Event description:
It was reported by the rep that the (1) tx60g was used during a low anterior resection procedure. It was reported that the device did not fire any staples. The surgeon described that md clamped down the closing lever and then firing lever. After md released the instrument, md noticed no staples had formed. The case was completed with another instrument and there was no pt consequence.